Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no nonconformances generated during production. The lot was released to the warehouse on 14/14/2014. The work order was issued on 12/04/2013 for qty. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two screwdriver shafts stripped out during an initial surgery on (B)(6) 2016. While plating a proximal phalange, the surgeon attempted to remove the pre-assembled drill guide from the implant, the screwdriver "stripped out," begun spinning and would not function. A second attempt was made with another guide and this shaft also stripped out and would not function. The surgeon used pliers to complete the surgery successfully. The patient outcome was unaffected by this incident and there was no delay in surgery reported. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No additional parts will be returned.

Manufacturer narrative:
Product investigation summary: the stardrive screwdriver shaft (part 03.114.010) is a component of both the 1.5mm modular lcp system and the 1.5mm lcp modular mini fragment system. In each instance, the t4 driver shaft is utilized for insertion or removal of screws. The returned instrument was examined and the complaint condition was able to be confirmed as the stardrive screwdriver shaft was found to be worn, with deformed and chipped lobes. No definitive root cause was able to be determined; however, the failure mode is consistent with the application of off-axis and/or excessive force. The relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level and tip. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified that could have contributed to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.